Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement was evaluated by x-ray and the physician decided to explant the device and replaced it with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement was evaluated by x-ray and the physician decided to explant the device and replaced it with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. Correction h6: code e060110 added.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement was evaluated by x-ray and the physician decided to explant the device and replaced it with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks to the patient during different arrythmias, some appropriates and other inappropriate due to a non-sustained rhythm and oversensing. Some of the therapy shocks were not effective to divert the fast ventricular rhythm but rather accelerated to ventricular fibrillation (vf). The system exhibited high shock impedances out of range due to the physiologic changes of the patient (loss and gain of weight). The system placement was evaluated by x-ray and the physician decided to explant the device and replaced it with a transvenous system. No additional adverse patient effects were reported.